Manufacturer narrative:
Investigation in progress - no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.

Event description:
Customer reported that the syringe does not attach to needle securely. The syringe pops off easily causing injuries. The needle bends easily which can cause injury to the patient and immunizer. No adverse event reported.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the analysis on the archive samples and devices from same lot returned from customer. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.